Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that the touchscreen of this programmer was unresponsive. The programmer was power-cycled, however the issue persisted. Boston scientific technical services (ts) stated no troubleshooting was available. This programmer was out of service. No patient involvement.